Manufacturer narrative:
The vyaire field service team was able to duplicate the reported problem. The issue was resolved by adjusting the flow sensor. Ran ovp (operational test), unit passed all test and the vela ventilator runs according to manufacturing specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, it is alarming vent inop while on a patient. The customer stated there was no patient harm or injury associated with this event.